Event description:
It was additionally reported that the patient had a history of unplugging the driveline to take showers. Water damage was noted on the pump cable following the system controller and modular cable exchanges. The driveline communication fault alarms did not return after the pump cable connector cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress within the pump cable in-line connector was confirmed by an onsite evaluation by an abbott technical services representative. The observed fluid ingress would have contributed to the driveline communication fault alarms that were confirmed through review of the submitted log files. Although a specific cause could not conclusively be determined, it was reported the patient had a history of unplugging their driveline to take showers. The submitted controller event log files captured a continuous driveline communication fault alarm on 08jan2024. Following the connector cleaning on 11jan2024, no further alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2024-00590 and related MFR # 2916596-2024-00589. It was reported that the patient presented to the clinic on (B)(6) 2024 with a driveline communication fault. The patient had a history of disconnecting their driveline but hasn't done it lately. A review of the log file revealed driveline communication fault alarms on (B)(6) 2024. The patient's system controller and modular cable were exchanged on (B)(6) 2024. On (B)(6) 2024, the driveline communication faults returned on the patient's new controller. The driveline connector was cleaned on (B)(6) 2024 and the modular cable was replaced after the cleaning. The alarms did not return after the connector cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.